Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after onlookers had noticed that the patient was unresponsive and staring. The patient was noted to have experienced a syncopal episode. Upon interrogation, the pacemaker exhibited an error message noting erroneous parameters. Further review noted that the device was pacing appropriately, and it was suspected that the syncopal episode was not related to the error. The device was restored to preferred settings and the issue was resolved. Patient was stable.